Manufacturer narrative:
The system gets calibrated every 8 hours. Calibration and quality control (qc) was within normal ranges however pt results were observed drifting. The field service engineer (fse) was dispatched to service the unit. No clear root cause for this event was determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Report received by the customer indicated erroneous low potassium (k) test results were generated when using the unicel dxc 600 synchron system for several pts. The results were not clinically significant however the customer was not satisfied and recalibrated the system. A repeat analysis (post calibration) indicated results within the normal reference range per laboratory. Erroneous test results were not reported out of the laboratory and no amended reports were issued. No reports of death or serious injury, and no affected to pt treatment as a result of this event.